Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with no discoloration. The device was unable to be weighed. Upon device inspection, a small rupture was located on the right side of the posterior surface. Delamination was observed. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The cause of the shell failure upon image review shows signs of surgical instrument damage from forceps. The observed result of mechanical testing was 261% for ultimate elongation and 4.1 (lbf) for ultimate break force. The observed result of the shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, right side and right implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.